Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 3 of 3 see 1920664-2015-00254 and 00255.

Event description:
The user facility in (B)(6) reported the cutter wasn't working properly. There was no patient impact or medical intervention required.

Manufacturer narrative:
Evaluation completed. One opened (B)(4) pouch from lot v3554 was returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were noted. A functional test was performed using a stellaris pc system. The assembly had good clean cuts throughout the various cut rates and aspirated as intended. Report 3 of 3 see 1920664-2015-00254, and 00255.